Event description:
The caller stated that the customer had blood glucose values of 300 mg/dl to 400 mg/dl about a month earlier. In (B)(6) 2015, the customer's blood glucose was 72 mg/dl and went low quite a bit. The caller also stated that on (B)(6) 2015, approximately at 5:30 pm, the customer passed away at home. The caller stated that the official cause of death is not yet known and will take four months to obtain. The caller stated that the customer's spouse passed in june and the customer was devastated and had delusions for four days. The customer's blood glucose, at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The caller stated that they are planning on meeting with the morgue and will retrieve the customer's items. At the time of the phone call, the caller did not have the customer's insulin pump; hence, the insulin pump information could not be verified.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.